Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a4: weight: requested, not provided a5: ethnicity: not applicable for animal use a6: race: not applicable for animal use . E3: occupation: distributor purchasing officer. Two actual IV catheters and an unused sample from the same lot were received. One of the catheters is broken at the catheter tip, while the other catheter is bent. The catheter end of the tube of sample 1 is unevenly cut and elongated. A hole in the tube of sample 2 was observed. The sample contained blood. The unused samples underwent a catheter tube and catheter hub fitting force test. Results were all passed against our specification of >7.845n. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. The expected result is that either the catheter tube will be removed/separated from the catheter hub or the catheter tube will break during the test (test is in reference to iso (B)(4). Results were all passed against our specification of >7.845n. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, 69% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. Based on the results of our investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. The ends of the tube were ragged and elongated, indicating that the breakage was not clean and likely resulted from tearing or forceful separation. The tube is also bent, possibly due to improper handling or positioning of the patient. As informed through the details of the complaint, the device involved was used for almost seven to eight hours properly. The damage likely occurred during the removal process. The catheter tube condition of our retention samples and returned unused samples was visually good and passed the related functional tests. The lot history file was checked, and no nonconformity was noted that may result in catheter tube breakage. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter was placed as intended. The condition of the damage suggests that excessive physical force was the reason for the breakage. The elongated and pinched ends are consistent with forceful pulling or twisting, which may have occurred during patient repositioning, accidental tugging, or improper handling during catheter adjustment or removal. Our catheter tube has high tensile strength and does not break easily, even when a strong force is applied. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Please refer to section h10 for the related report number. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
Terumo australia received the following reported information: the facility reported that barbing at the end of ivcs has been seen. A 2mm tip broke off in the vein of an animal on (B)(6) 2026, and the animal had to undergo a minor procedure to remove it. The broken part was successfully removed. The patient was stable. Additional information was received on (B)(6) 2026: the IV catheter issue was found when attempting to remove the catheter from the patient, as the vein was not suitable for placement. It was upon pulling it out that it ripped off in the patient, in which there was some resistance. The catheter stay at most 7-8 hours, depending on the animal's admission time, surgical procedure and recovery. Our patients are purely day stays, and catheters are taken out before leaving the clinic. The subcutaneous layer was surgically removed to ensure the entire section was removed, then closed with tissue glue. There was an attempt to remove it with alligator forceps as part of the plastic catheter could be seen above the subcutaneous layer, however this was quickly abandoned as the alligator forceps were tearing only small sections off. The patient is recovering well from his castration surgery with no further complications.